Manufacturer narrative:
Follow-up: device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. A review of the black box history revealed a ¿loss of prime¿ due to zero force on the reported event date. A ¿no cartridge detected¿ warning was observed on (B)(6) 2013. The pump powered on and displayed the ¿verify¿ screen. During testing, no ¿loss of prime¿ occurred. The pump was exercised for 24 hours and was able to be successfully primed. The force sensor was found to be within calibration. The pump¿s cover was removed and a cracked trace was found around the force sensor pin. Intermittent issues were noted with the force sensor flex pins during an inspection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The pump¿s cover was removed and a cracked trace was found around the force sensor pin. Intermittent conditions were noted with the force sensor flex pins during an inspection. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.